Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The customer reported a cassette leaked water. A visual inspection of the returned sample did not identify any defects that would have caused or contributed to the reported event. A full cassette leakage test was performed utilizing an external pressure source and no fluid leakage was detected. A calibrated console was then used to test the cassette and the sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was detected from the drip chamber, the drain bag, the manifolds, the connectors, the pump elastomers or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional testing. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked before a procedure. There was no patient involvement.